Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The medical staff to carry out outpatient nasopharyngolaryngoscopy work, found that the field of view of the scope was dark, blurred images, could not be used, and then after leak test and inspection found that the scope leak seriously, needed to be reported to the repair of replacement parts, it led to interruptions the treatment work. This event occurred at the time of unknown. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information d4:unique identifier (UDI) h4:device manufacture date d8:was this device serviced by a third party? Evaluation summary the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed with other device. The light guide plug was leaky, and caused moisture in scope, resulting in blurry image. The device was repaired by the third party and returned to the hospital. Reminded the hospital that they should pay attention to pre-use check which can reduce the occurrence of accidents. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on (B)(6) 2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment on (B)(6) 2017 and actual date shipped were confirmed on (B)(6) 2017. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.